Manufacturer narrative:
Taper ii. Medwatch sent FDA on: (B)(4) 2011. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product however the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported the explant of a port due to a "hole in the tubing." The alleged leak was discovered after the pt complained of loss of restriction. The explanting physician who had been performing the fills, was attempting to withdraw fluid, but could not aspirate the same amount of fluid that was injected previously. A leak test done by the explant surgeon after the device was removed showed leakage from a hole on the tubing. The device had been implanted by a different surgeon.